Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 500 mg/dl. The customer changed the infusion site. Tandem technical support performed a system check and the cartridge and infusion set functioned as expected. The customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.